Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported the patient underwent a leadless pacemaker implant on (B)(6) 2023. The following day, a hematoma was noted at the access site. On (B)(6) 2023, the patient noticed groin pain at the location of the introducer access site and an infection was suspected. Antibiotics were administered. The event resolved on (B)(6) 2023. The patient was stable.